Event description:
It was reported that the pt's implantable neurostimulator reached the end of service (eos). The battery voltage of the neurostimulator was 2.9 volts. At this battery voltage, it was suggested that the device battery should not have reached eos. The program settings of the device were: 2+; 3-; 6v; 60 microseconds; and 130 hz. The therapy impedance was 99 ohms. No pt symptoms were reported. There was no injury to the pt. The neurostimulator was removed and replaced. The pt's device system, subsequently, had normal impedance readings and the pt was "doing fine." See MFR report # 3004209178-2011-08222 for info related to issues with the pt's concomitantly implanted extension.

Manufacturer narrative:
Analysis of ins model 37603, serial # (B)(4) showed no significant anomalies and was functionally okay with a good stable output form all electrode pairs. Visual analysis showed scratching on the can and insulation coating with foreign material present in the connector ports. Longevity estimates showed an elective replacement indicator (eri) less than 3 months and end-of service (eos) = 5.79 months based on the returned setting parameters. The eos with a battery voltage of 2.9 v (new battery voltage) indicates that a large current was drawn out of the battery until the battery voltage was <(><<)> 2.2 v (eos). After the eos was activated, the high current / low impedance was removed resulting in battery recovery. Longevity calculation indicates that the device should last for 9.5 months with an impedance of 100 ohms. Device did not meet longevity expectation based on reported parameters. However, a very low therapy impedance of 99 ohms was reported and this had impact on the longevity.

Manufacturer narrative:
(B)(4).